Event description:
The facility's pediatric nurse coordinator reported an infusion pump that failed to alarm for an upstream occlusion. The roller clamp was closed above the buretrol and when the buretrol ran empty, the ball fell into place at the bottom of the buretrol. Reportedly, the drip chamber collapsed and the pump did not alarm for occlusion. No pt injury or adverse outcome resulted. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding the event.